Event description:
Caller reported a tandem mobi cartridge alarm occurring during pumping, confirmed as cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl. Cts instructed the caller on corrective steps including removing the cartridge and attempting a bolus; however, the alarm persisted. Customer replaced the cartridge using a backup insulin pump for continuous delivery. Cts arranged to replace the faulty pump and original cartridge, shipped a replacement pump, and provided instructions for returning the faulty unit.